Manufacturer narrative:
H10 related report number was added.

Manufacturer narrative:
Coding updated to include "medical device removal", removing "no patient consequence".

Manufacturer narrative:
Corrected information has been provided in h3 low or blocked pump flow: the cause of low or blocked pump flow was determined to be most likely patient related since there was no defect found, the placement signal was trending low at the times of the low pump flow per data log review, and the reported perforation likely contributed to the low flow.

Manufacturer narrative:
D4: corrected serial number and UDI.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated.

Manufacturer narrative:
This is one of two related reports. This report represents the impella cp and another report will be submitted to represent the guide wire. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp was inserted via the femoral artery to support the 85 year old male patient who had been admitted in with known coronary artery disease and a plan for a protected percutaneous coronary intervention (pci). The patient's underlying medical history was not shared. The team placed the cp into the left ventricle via the .018 guidewire as standard practice but, had difficulty removing the wire. The team had a "stuck" feeling. The team did proceed with the support but, found there was suction and low flows despite all standard troubleshooting by giving volume. Upon investigation by the physician the team observed there was a perforation of the left ventricle. The team emergently repaired the ventricle and replaced the aortic valve. The team relayed that the team had some difficulty crossing the valve, but beyond that gave no details on how/when the perforation occurred. The patient survived the unplanned surgery and pump explant.